Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted. The patient's medical history included dysmenorrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). The reporter commented: there were 3 coils extended from tubal ostia on right side and 1 coil from left tubal ostia . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (ess205) inserted. The patient's medical history included dysmenorrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). The reporter commented: there were 3 coils extended from tubal ostia on right side and 1 coil from left tubal ostia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.